Event description:
Prosthesis detached from the flexor wearer the client used this prosthesis in the context of biliary stenosis, after sphincterotomizing the papilla with a pre-assembled dash of a metro guide and then injecting contrast, the choice of fitting a covered biliary prosthesis was decided. The duodenoscope was in a normal position without too much twisting or curvature. The prosthesis was unpacked without any problems and presented no visual defects. The prosthesis was introduced into the working channel of the endoscope on the guide wire without difficulty. The prosthesis in place was ready to be deployed. Once the safety was removed and the directional button was checked, it was impossible to deploy the prosthesis. The trigger worked, the red cursor moved but the prosthesis did not deploy. Verification via fluoroscopy and endoscopic image confirms that the prosthesis had not deployed. The doctor therefore decided to remove the device while retaining the guide wire in the bile duct. Once removed from the endoscope, the device is broken at the junction between the flexor and the prosthesis. A new prosthesis was used to finalize the examination. "As per cc form"; prosthesis detached from the flexor carrier. The customer used this prosthesis for biliary stenosis. After sphincterotomising the papilla with a dash pre-mounted with a metro guide and injecting contrast, the decision was made to fit a covered biliary prosthesis. The duodenoscope was in a normal position without too much crutching or bending. The prosthesis was unwrapped without any problems and presented no visual defects. The prosthesis was introduced into the operating channel of the endoscope on the guide wire without difficulty. The prosthesis was ready to be deployed. Once the safety had been removed and the directional button checked, it was impossible to deploy the prosthesis. The trigger worked, the red cursor moved but the prosthesis did not deploy. Verification via scopy and the endoscopic image confirmed that the prosthesis had not deployed. The doctor therefore decided to remove the device, leaving the guide wire in the bile duct. Once removed from the endoscope, the device broke at the junction between the flexor and the prosthesis. A new prosthesis was used to complete the examination. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number: c2191408 involved in this complaint was returned for evaluation, with its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually insect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that during deployment, a tortuous path may have caused a kink in the flexor, continued attempts to deploy may have led to a build-up of pressure at the kink subsequently leading to the flexor break, as observed in the lab evaluation. As a result of the flexor break, the stent could not be deployed. A second possible root cause for the flexor break could be attributed to the elevator on the endoscope being in a closed position during attempted deployment. If the elevator was in a closed position it may have caused a kink in the flexor, attempts to deploy may have led to a build up of pressure at the kink, subsequently leading to the flexor break. Multiple attempts were made to gain more information regarding this event however, no information was received. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
A supplemental report is being submitted due to the completion of the investigation on 21-may-2025.